Event description:
It was reported that there was oversensing, high threshold, high impedance and a possible lead fracture. It was noted that the patient swam six days per week. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d364drg implantable cardioverter defibrillator 2010-(B)(6). (B)(4).

Manufacturer narrative:
Evaluation summary: the proximal conductor of the lead developed a fracture due to flexing while in vivo, and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.